Event description:
The customer reported that when the tube is placed in the oblique position, the image goes black and a "low ma low kvp" error is displayed. System must be rebooted to continue. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended.